Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer also reported complaint the truemetrix meter was not shutting off. Mother is calling on behalf of the customer. The customer is concerned with test results obtained of 194, 235, 297, 258 and 230 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 190 mg/dl and 161 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/13/2021 and test strips were opened two days ago. The meter memory was reviewed for previous test result history (time not set; test were taken in the am): (B)(6).